Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02174, 3007042319-2015-02175 and 3007042319-2015-02176) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that there was "power switching that was claimed by the patient". Batteries were "swapped from stock". No additional information provided. Investigation is ongoing. This is report 1 of 3.

Manufacturer narrative:
It is unknown which of the following batteries were involved in the reported event: (B)(4). IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. The controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. Both ports performed proper mating and lock actions when the power sources were connected. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Review of the log files revealed occurrences of critical battery 1 alarms and switching events prior to the 25% threshold. These alarms and premature switching events are most likely due to communication anomalies between battery and controller. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. Investigation into this type of issue has been initiated via the corrective actions/preventive actions process by the manufacturer. This is one of three reports (3007042319-2015-02174, 3007042319-2015-02175 and 3007042319-2015-02176) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.